Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the critical lesion and the device broke into three pieces. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the hypotube shaft, and a break was identified 30cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the critical lesion and the device broke into three pieces. No patient complications were reported.